Event description:
As reported by the (B)(6) field clinical specialist, after successful implant of a sapien 3 valve in the aortic position, upon removal of esheath+ there was noted to be a slight dissection in left common iliac. The implanting cardiologist and cardiovascular surgeon felt it was a perclose issue. Decided to do a cut down to repair vessel. Patient remained hemodynamic throughout entire procedure. There was no allegation of any (B)(6) device that caused the event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).